Event description:
In 2004, a pt underwent emergent repair of an infrarenal aortic aneurysm using the gore excluder aaa endoprosthesis. The pt was known to have a proximal neck angulation greater than 60 degrees, heavily calcified arteries, and a large diameter aneurysm. Follow up care revealed an ongoing proximal type 1 endoleak which had been addressed in the original procedure with the placement of 2 aortic extender components. In 2005, the pt was treated for the persisting type 1 endoleak with 2 more aortic extender components. Add'l monitoring indicated a return of the type 1 endoleak, which at this point was untreatable due to the pt's inability to withstand an open repair. Ultimately, the abdominal aortic aneurysm ruptured secondary to a type 1 endoleak, and the pt expired in 2006.

Manufacturer narrative:
H6: code 86 - a review of the mfg paperwork has been conducted. H6: code 100 - the review of the mfg paperwork verified that this lot met all pre-release specs. Addl devices used in this case: pxt281418/lot; pxa280300/lot; pxa280300/lot; pxa280300/lot; pxc141400/lot.